Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : na.

Manufacturer narrative:
The reported reset anomaly was confirmed in the laboratory. Upon receipt, the device was found in backup vvi mode. The device had a power on reset (por) while delivering hv therapy. Visual inspection revealed the cause of the reset was arcing on the hybrid assembly. The arcing resulted in excessive current flow and damage to the hv circuit. The low voltage functionality of the device was tested and found to be normal.

Event description:
The patient presented to the clinic because he was not feeling well. The device was observed to be in back up vvi mode, without tachycardia therapy available. The device was explanted.